Event description:
It was reported that the patient underwent a surgical procedure to revise a male sling system due to recurring incontinence. The sling remains implanted and a new artificial urinary sphincter (aus 800) was implanted. The patient is doing very well following the procedure.